Event description:
Patient presented with congestive heart failure. Surgery revealed torn leaflet of porcine mitral valve. Replaced and patient doing well. User facility submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary information received by user facility which user facility has not had the opportunity to investigate or verify prior to the reporting date. User facility has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.